Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred during a diagnostic procedure, and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. Upon functional testing, fse found that there was no mains supply from the hospital and one braker was at fault. To resolve the issue, fse measured the mains supply by activating the braker (m cabinet pdu automatic reset). After activating the braker, system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system was not starting. No harm was reported to philips. Philips has started an investigation of this complaint.